Manufacturer narrative:
The full event site name: healthcare authority of the city of (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and verified that the luer fitting was broken. The stm removed and replaced the luer fitting. The stm also ran full safety, calibration, and functionality checks to factory specifications and the iabp passed. The iabp was then released back to the customer for clinical use.

Event description:
It was reported that the autofill luer line of the cs300 intra-aortic balloon pump broke off. It was not reported under what circumstances the event occurred. However, no patient involvement or adverse event was reported.